Event description:
It was reported that non-sustained lead noise was observed via a (B)(4) transmission. Review of the transmission revealed that no non-sustained lead noise was present, however occasionally the atrial signal were being detected on the ventricular channel. Programming changes were recommended. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that crosstalk was observed via remote transmission. Programming changes will be made.

Event description:
New information received notes that during routine follow-up, crosstalk and noise near the field channel were again observed. Programming changes were made. Patient will continue to be monitored.